Event description:
The customer reported that following a diagnostic catheterization procedure in 2000, the physician attempted to deploy a vasoseal vhd kit size 7. During deployment of the first collagen plug, the physician felt increased resistance as he advanced the plunger on the cartridge assembly. The sheath then separated from its hub. The sheath was removed from the pt and hemostasis was achieved with manual compression. Following the procedure, the pt remained stable with no reported complications and was discharged home.